Event description:
It was reported that tricuspid valve regurgitation was found via echo. The lead was found to be entwined in the chordae to the tricuspid valve septal leaflet. It was noted that the lead was not dislodged. The patient underwent tricuspid valve repair. The patient condition was improved upon discharge.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.